Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Cracks were seen on the insulation. The insulation was tested for cracked/damages. The insulation failed the insulin scan test. The probable root causes are user misuse, improper sterilization methods, or normal wear. In sum, the product was returned and the failure mode was confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.